Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the tct75 instrument cut and stapled only 2 or 3 centimeters. Another instrument was used to complete the case. There was no consequence to the pt.